Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient was experiencing epidural pain. The patient underwent a lead replacement procedure.